Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 9.2 cm abdominal aortic aneurysm approximately 18 months ago. Vessel morphology was not reported. It was reported that a follow-up CT imaging from revealed a type I and type iii endoleak as well as a 2 cm distal migration. The patient was scheduled to have a secondary intervention to resolve the endoleaks as well as to address the stent graft migration. While being prepped to be taken to the operating room the aneurysm ruptured and the patient expired.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, aneurysm rupture), patient's condition affected effectiveness of device (likely anatomy related). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (likely anatomy related).